Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode during the same time period as a right ventricular (rv) automatic threshold test (rvat). The reported threshold from the rvat was 3.5 volts. It was reported that this patient is pacemaker dependent with complete heart block. Boston scientific technical services (ts) discussed turning off this feature in the device as it does not appear optimal for this patient. Pacing threshold measurements were manually tested which reported 1.1 volts. The device was reprogrammed to a fixed 3 volts. No additional adverse patient effects were reported.